Event description:
On (B)(6) 2010, baxter (B)(6) product surveillance was notified of a complaint from baxter (B)(6) pharmacovigilance, through a pharmacovigilance adverse event intake form. The patient reported that the needle will not lay flat as the girth of the plastic pushes the artery up. The patient has used these needles twice, and each time she placed the needles, within minutes she had hives around the site and over her body. She took benadryl each time and had moderate relief. She also experienced a heart rate of 128 bpm the entire run. She also noticed the arterial needle pressure sits around 210 as the needle will not lay flat as the girth of the plastic pushes the artery up. As a result of this, there was blood leakage from the site. The availability of the samples for evaluation are unknown.

Manufacturer narrative:
(B)(4). This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning (B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The device was not received for evaluation, so the reported problem could not be confirmed and root cause could not be determined. A batch review was performed on the lot number and no abnormalities were noted.